Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
G4: 16mar2020 b4:(B)(6)2020. The customer confirmed the reported problem. The customer replaced the touch screen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.